Manufacturer narrative:
Product event summary: the data files and the 2af283 balloon catheter with lot number 21685 were returned and analyzed. One patient file was received and recorded on the reported date of the event. The patient file showed 13 applications were performed using catheter number 1 identified as balloon catheter 2af283 of lot number 21685 and 12 applications were performed using a second balloon catheter 2af283 of lot number 21685. Patient file did not show any system notice on the reported date of the event. Console output data (pressure, preset pressure, and flow) showed pressure is tracking preset pressure and flow readings are as expected. However, temp profile was unexpected (colder than usual reaching -55 in some applications) during ablation at application #1,2,4,7,10,11 with the catheter # 1. The failure file has not been received. Visual inspection was carried out. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was used for 6 applications. However, the catheter usage date recorded on the smart chip 2025-01-10 did not correspond to the event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. In conclusion, data files indicated that the temperature profile was not as expected but the reported temperature issues were not reproduced with the balloon catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the balloon catheter, the temperature of the ablation in the left superior pulmonary vein (lspv) dropped too quickly, reaching below -55¿ after 60 seconds of freezing. The issue persisted even after replacing the auto connection box and the electrical umbilical cable, as well as restarting the console. The problem was resolved after replacing the balloon catheter, at which point the balloon temperature normalized, and the surgery proceeded smoothly. The case was completed with cryo. No patient complications have been reported as a result of this event.